Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for one week. The device was not implanted. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.